Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tip of the tissue bag was found to be broken and stretching was also observed around the break. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke due to the pressure that was applied to the bag during extraction. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: lap cholecystectomy. [Name] was the consultant performing the procedure, he had a registrar working with him for training purposes. All applied medical trocars used in the procedure which [name] has been using for considerable time, he has also used the cd001 on a number of occasions. I was shown the cd001 bag which had partially torn at the distal end. The incident was explained to me - the cd001 was deployed through the umbilical port with the camera in the epi-gastric port site by the registrar, the specimen was successfully captured in the bag, it was noted the specimen was quite large and contained a particularly large stone. The registrar was the one to then remove the bag/specimen, they had chosen the umbilical site as the hole here was larger, the bag was manipulated and pulled for removal and spencer-wells instrument used to grasp the string end of the bag to aid in pulling out of the patient. Once the bag was removed [name] noticed the torn bag and asked for me to come and see. No spillage or specimen came out of the hole or back into the patient, no issues recorded for the patient. All component parts of the cd001 were retained for collection including the packaging. Patient status: fine, no complications. Type of intervention: the procedure was completed with no complications by removing the gall bladder without use of a further retrieval bag.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: was the consultant performing the procedure, he had a registrar working with him for training purposes. All applied medical trocars used in the procedure which has been using for considerable time, he has also used the cd001 on a number of occasions. I was shown the cd001 bag which had partially torn at the distal end. The incident was explained to me - the cd001 was deployed through the umbilical port with the camera in the epi-gastric port site by the registrar, the specimen was successfully captured in the bag, it was noted the specimen was quite large and contained a particularly large stone. The registrar was the one to then remove the bag/specimen, they had chosen the umbilical site as the hole here was larger, the bag was manipulated and pulled for removal and spencer-wells instrument used to grasp the string end of the bag to aid in pulling out of the patient. Once the bag was removed, noticed the torn bag and asked for me to come and see. No spillage or specimen came out of the hole or back into the patient, no issues recorded for the patient. All component parts of the cd001 were retained for collection including the packaging. Patient status: fine, no complications. Type of intervention: the procedure was completed with no complications by removing the gall bladder without use of a further retrieval bag.